Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? I don¿t know. Did the device deliver any staples? I don¿t know. If yes, were the staples formed properly? Was the device locked on tissue with the jaws closed? No. If yes, how was the device removed? Jaw open. What troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? I don¿t know. Was the knife return switch attempted? I don¿t know. If so, did it work properly? I don¿t know. Was the manual override attempted to open the device? I don¿t know. If so, did it work properly? Did the jaws eventually open? I don¿t know. If the jaws did open could the cartridge reload be inserted into the jaws of the device? I don¿t know.

Event description:
It was reported that during a laparoscopic colon procedure, device jaw in the abdominal cavity to hold the tissue, but the jaw is not open. Take the product out of the patient. The jaw does not open when trying to insert a new cartridge. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 2/26/2021. D4: batch # r57a3m. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse60a device was returned with no apparent damage and with an ecr60d reload loaded on the device. The reload was received partially fired 1/16. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. The device opened and closed without any difficulties noted. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.